Event description:
It was reported that the pump and tubeset failed during an acl reconstruction procedure. It was further reported that fluid was observed dripping from the pump and the circulator ejected a cartridge from the pump, which caused fluid to flow from the sensor membrane. The procedure was terminated due to this and will have to be rescheduled. It was further reported that a new pump was brought in to flush the joint with sterile fluids and antibiotics there were no reports of any adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.